Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing was performed with no issues noted. The sample was not confirmed for the reported problem and a cause was not identified. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a nurse had a connection issue during peritoneal dialysis (pd) therapy. The nurse reported that when she opened the transfer set pouch, she found the blue pull-ring was off. The nurse did not use the product on the patient. There was no patient involvement, no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.